Manufacturer narrative:
Analysis of the pump (B)(4) found the pump battery had high resistance.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the patient heard the alarm and there were no symptoms. The cause had not been identified.

Event description:
Information was received from a health care professional via a representative regarding a patient in norway who was receiving an unspecified drug via an implantable pump. As reported, the patient came into the hospital on (B)(6) 2016 with a critical alarm and interrogation revealed the pump was in safe state. It was also reported that the pump had one battery reset and was to be explanted. No patient symptoms were reported at this time.

Manufacturer narrative:
The previously reported conclusion code 11 no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-15 the representative further provided that the pump delivered lioresal. No further troubleshooting was performed. A pump replacement was noted as actions/interventions, explanted date was unknown. The pump was "recovered" and will be returned. The patient was implanted with a new synchromed ii was doing "fine".